Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged unspecified liver and kidney issues. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified liver and kidney issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 14 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified liver and kidney issues related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed evidence of sound abatement foam degradation/breakdown was observed in this device.observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 3 error. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. Cconfirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.